Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that patient faced infusion set cannulas bent event on (B)(6) 2025. The blood glucose level was 400 mg/dl. The patient experienced polydipsia and lethargy. The blood glucose levels was later returned to 114 mg/dl. The patient replaced infusion sets and resumed insulin successfully. No additional information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.